Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d10: corrected data.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 5 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient went to the local emergency room with shortness of breath, weakness and blood pressure in the 90s. Hemoglobin was 7.6, hematocrit was 24, international normalized ratio (inr) was 3.42. An esophagogastroduodenoscopy (egd) was performed and a gastric antral vascular ectasia was found and treated with argon plasma coagulation (apc) on (B)(6) 2019. The patient received 1 unit of packed red blood cells. The patient was started on 40mg protonix once daily and was discharged home. No further information was reported.